Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that the configuration settings on the advia 2400 instrument were changed from the default setting of "warning and stop" to "warning". If a clot occurs, the default configuration would post a warning and stop the system from processing. If the setting is changed to warning, as in this event, the system will continue processing. These parameters can only be changed when logged on as "tech_manager" or "service." It is not possible to determine when or how these settings were changed in system parameters. The cause of the incorrect configuration settings were due to a human factors issue. Siemens is investigating this issue.

Event description:
Six patient samples presented with a "clot c verification data" error, indicating a clot was detected, followed by two system errors on the advia 2400 instrument data error log. The patient results were transmitted without an error or flag to the centralink data management system, and were not held in review and edit. The initial discordant results obtained were reported to the physician(s), before the operator realized the errors were obtained. The samples were retested on an alternate advia chemistry instrument and the repeat results did not match the original results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2016-00581 was filed on september 26th, 2016. Additional information (08/29/2016): on august 18th, 2016, a siemens customer service (cse) engineer replaced the sample pipetting probe. The customer repeated results the following day, and reported the event to siemens on august 29th, 2016. On november 2nd, 2016, a siemens technical applications specialist made changes to system parameters related to clot detection to the recommended settings as specified in the most recent software installation instructions. The instrument is performing according to specifications. No further evaluation of the device is required.